Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with a neurostimulator. It was reported that an x-ray of the thoracic spine was taken (B)(6) 2017 and the right neurostimulator wire had pulled back slightly with the tip at the tenth and eleventh thoracic vertebrae (t10-11) level and most of the active tip outside of the canal. Upon the hcp reviewing the images, the contacts of one lead appeared to be almost subcutaneous, and the other lead appeared to have migrated below the level of initial placement. The spinal cord stimulator (scs) lead sites were without signs of infection, and were clean and dry, with no discharge and no significant erythema. The patient reported on (B)(6) 2017, that he no longer had pain relief in his feet and now felt stimulation in his side.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial#: (B)(4), explanted: (B)(6) 2017. Product ID: 977d260, serial#: (B)(4), explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the patient experienced tenderness in low back not out of proportion. The event resulted in an unscheduled clinic and office visit. The entire device system was explanted and not replaced on (B)(6) 2017. The outcome was reported as resolved without sequelae on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. No further complications were reported or anticipated.